Event description:
It was reported that malfunction alarm code 0 occurred on pump and that customer contacted distributor for assistance, noting no events happened just before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical Support provided pump reset instructions, assisted caller in successfully resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again; no device return or replacement was arranged and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.